Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank, drawer 2 was not opening user rebooted the machine and was able to issue the item successfully. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 2 was not open. A technical support specialist (tss) connected to the unit and confirmed that all drawers were populating. The machine was rebooted, after which customer was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, drawer 2 was not opening user rebooted the machine and was able to issue the item successfully. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.